Event description:
A patient incident was reported in dec '04 with baxter 6301 dual infusion pump #1. After serveral attempts to get information on pump setup, a follow up with the clinician revealed: integrilin 100ml bottle with baxter jc6419 solution set with duo-vent spike was loaded into pump #1, the rate was set to 20 ml/hr, with a volume to be infused (vtbi) was 90ml/hr. Pumps was started at 10:03, nurse noticed at 11:50 that the bottle was emptied except for 10ml left in bottle. Pump showed 33 ml infused and 57 ml vtbi. It is not known if medical intervention was necessary at the time of this report.